Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation not completed at time of this report.

Event description:
A medtronic representative reported synergy cranial 2.2.6 and framelink 5.4 unexpectedly exited from software during planning stage. Re-booting resolves the issue. There was no patient present.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.